Manufacturer narrative:
(B)(4). The customer reported that the needles were disposed of. As such it is not possible to evaluate the product and determine the root cause of this complaint. This is the first complaint of this type for this product code and lot number. We will continue to monitor for this or similar complaints for this product code. A review of complaint records for the previous 12 months did not identify any confirmed similar complaints for this lot and product code combination. No further action is required. At this time this complaint is considered to be closed.

Event description:
As reported by the customer, during a refilling procedure, 2 ap07014 needles were leaking at the connector end. It was verified that it was not the tubing. They opened a 3rd needle to complete. There was no patient injury.